Event description:
We have been informed that during the injection viscoaspiration step, it was not possible to inject or extract silicone because the air indicator displayed on the screen was red. No report of patient/user harm. The surgical procedure was prolonged.

Manufacturer narrative:
In regard to this complaint logfiles and a picture were provided for review and a vfie module was provided for investigation. During the investigation, it was determined that no nonconformities were observed during the functional inspection of the returned module. However, the module failed the endurance test, and subsequent installation in the eva unit resulted in a pos212 error message, indicating a malfunction of the ambient sensor. The ambient sensor was found to be defective and no longer provided accurate measurements. Based on the investigation results, it was concluded that the module had been tested in accordance with approved standard operating procedures, and the reported issues were attributed to the defective ambient sensor. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar serious incidents related to the eva surgical system are included in the analysis (vf-pcb). Since 2023 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during the injection viscoaspiration step, it was not possible to inject or extract silicone because the air indicator displayed on the screen was red. No report of patient/user harm. The surgical procedure was prolonged.